Event description:
It was reported that a pt underwent a hernia repair surgery on (B)(6) 2007 and mesh was implanted. The pt subsequently experienced infection and pain, requiring additional medical treatment. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.